Manufacturer narrative:
(B)(4). The insulin pump passed displacement, rewind, and self tests, but then it failed load, prime, and force sensor tests. After further review of the unit's interior, the motor slide was stuck to the motor sleeve.

Event description:
Information received by medtronic indicated that the insulin pump had insulin flow block alarm. No harm requiring medical intervention was reported. The device will be returned for analysis.